Event description:
A malfunction on the pump was reported by the caller, and there were no notable events preceding the malfunction. There was no adverse impact to the customer's blood glucose level. The caller noted a malfunction code, and while they did not have access to the pump charger to reset it at the time, customer technical support provided instructions on how to reset the pump. The caller planned to attempt the reset. Cts followed up with caller. Pump replacement done. The customer will use multiple daily injections (mdi) as a backup.